Event description:
It was reported the lead was "frayed" and was replaced. The health care professional (hcp) did not know if the lead was frayed upon removal or if the lead had become frayed in the pt's body. The hcp stated the device was working properly after the replacement, and the pt was no longer experiencing discomfort.

Manufacturer narrative:
(B)(4).